Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacture representative (rep) regarding a generator and a handpiece. It was reported that the surgeon was using the handpiece during a surgical procedure and the black protective shield at the tip of the hand piece fell-off. A new handpiece was used to complete the procedure. No other information was provided. There was no impact to patient outcome.